Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Additionally, the customer advised that the device would intermittently have a white display upon power on. A white display is indicative of a device lock-up condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.